Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device was re-interrogated and normal function resumed. No patient symptoms were reported and the patient would be monitored.